Manufacturer narrative:
Abbott customer service support (css) suggested to the customer to replace the r1 probe and perform a visual inspection of the analyzer along with precision tests under the system diagnostics. The wash zone 2 check "failed on all the valves of wz2". The field service engineer (fse) replaced all valves for both wash zones as they were "either more than two years old or the original valves". A total of eight wz manifold valves were replaced, with one coded as worn out from normal use and the other seven valves were replaced as proactive/precaution. The precision checks for both wash zone 1 and 2 passed after replacement of the valve, manifold kit. Subsequent instrument operation was acceptable. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect toxo igg assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an initial architect toxo igg assay result of 56.42 iu/ml. The sample retested at 0.05 and 0.07 iu/ml. The customer considers the initial result to be a false positive result. There is no known impact to patient care.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.